Manufacturer narrative:
Philips service replaced the host pc (part number 459801208612) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine failed to boot; host pc replaced to resolve on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.